Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada and the customer's report was observed and the monitor board was replaced to resolve the report. The device was recertified and returned to the customer. The monitor board was returned to zoll medical corporation, united states. The customer's report was duplicated and attributed to faulty diode on the monitor board. Analysis for reports of this type has not identified an increase in trend.